Event description:
Operative notes from the patient¿s (B)(6) 2012 revision surgery were received on (B)(6) 2013. The notes indicated that the device had not been functioning since august and that the device was disabled at the time of high impedance. During the procedure, the generator was removed from the pocket and tested. The generator was replaced, and the new generator was attached to the existing lead. High impedance resulted in both cases. The existing electrodes were removed, and a new lead was placed and connected to the new generator. The generator was tested, and all worked functionally normal with good lead impedances. A nurolon sutures was used to secure the generator to the sternocleidomastoid muscle. The patient tolerated the procedure well.

Event description:
On (B)(6) 2012, the patient underwent full revision. The explanted lead and generator were received on (B)(6) 2012. Generator pa was approved on (B)(6) 2012.the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2012, it was reported that a patient was in the intensive care unit, and upon interrogation of his device, system diagnostics indicated output status: limit and impedance: high. The device was programmed off. Additional information was received that the patient was hospitalized for a seizures and the patient's mother suspected the vns was not working. The patient's mother reported that there was no trauma. Attempts for clarification were unsuccessful as the patient's mother re-stated that she felt the device was not working; however, she was not aware of any malfunction or battery issue. The device was on at the time of interrogation and programmed off after high impedance was seen. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2012, it was reported that x-rays were not taken. It was also stated that the patient's mother believed the patient's seizures had increased due to loss of therapy resulting from high impedance.surgery is likely but has not taken place.

Manufacturer narrative:
(B)(4).

Event description:
During product analysis, a break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution, mechanical distortion (smoothed surfaces) and surface contamination the fracture mechanism cannot be determined. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. The lead assembly was returned for analysis in two pieces. Abrasions were identified on the outer silicone tubing at multiple locations. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The connector pin has scratches most likely caused during manipulation of the lead. The small o-ring boot has what appears to be cuts/puncture on the o-ring. No adverse effect was identified on the device performance as a result of this condition. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The exact point in time of when this occurred is unknown. Abrasions were identified on the connector boot. A suspected coil break was identified in the positive coil at the end of the electrode bifurcation. Abrasions were identified on the silicone tubing of the lead coils past the electrode bifurcation. The anchor tether suture is partially detached from the silicone helix. This most likely caused during manipulation of the lead by the user. Abrasions on the silicone tubing of the lead coils were noted at approximately 0-0.3cm past the anchor tether. The lead coils are kinked/nicked. Both the closest and the furthest electrode to the bifurcation are damaged showing creases/bends on the electrode ribbon and partial detachment of the electrode ribbon from the silicone helix. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portions. Incisions in the silicone tubing were necessary to perform proper inspection of the lead. Based on the appearance of the returned lead portions, it is believed that the identified punctures, kinks, tubing cuts, etc. Were most likely caused during the explant procedure. A review of programming history shows that high impedance was seen during system diagnostics on (B)(4) 2012. The device was programmed off at this time.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death.

Manufacturer narrative:
Review of programming history. Device failure occurred but did not cause or contribute to a death.